Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of above 600 mg/dl. Customer stated other blood glucose value was above 400 mg/dl. The customer was treated with insulin pump, emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump was totally quit working. Customer stated that they were getting locked keypad and not unlocking keypad and did not allow insulin pump to rewind. Customer did not allege insulin pump was under delivering. Customer stated drive support cap appears normal. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 3 days. No unexpected battery power loss anomaly or blank display noted during testing. No lock keypad anomaly noted. However, device had button error alarm and intermittent button response on the esc and act buttons due to flattened dome switch (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No rewind anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.